Manufacturer narrative:
This is a known and previously investigated issue. The energy shown or selected by the treatment planner in the fields tab of external beam planning and in the general tab of field properties may differ from the value actually used for dose calculation. Root cause: this issue is caused by incorrect handling of the energy mode object within the memory cache system used by eclipse external beam planning version 10. When the user changes the field energy, the memory cache anomaly may result in the use of the previously selected field energy instead of the intended field energy. This cache memory issue may arise when switching between software applications (such as between external beam planning and rt chart), when using multiple sessions, or when switching between pts in a single session of the external beam planning application in eclipse. When this issue occurs, it can be identified by inspection of the dose log and lmc log (leaf-motion calculator logs are generated for imrt and electronic compensator fields) in the "errors and warnings from last calculation" in the calculation tab of the field properties. The mu and dose distribution will be correct for the energy shown in the dose and lmc calculation logs. Corrective action: customer notification to be made; a CAPA has been issued to resolve this issue and further actions will be addressed in varian's CAPA process. All corrective action will be reported under the guidelines of 21 cfr part 806. No further follow-up to this MDR is expected.

Event description:
The customer reported having selected 6x before, but later in the planning process, has changed to 15x, but as the wrong energy is shown in the field summary list and the correct one in the calculation notes. The customer is worried about cases which may pass his secondary control; this one is clearly cached because of 14.5% deviation. The customer was also worried about cached data in between pts, he was informed by the varian rep that this issue has only been reported within the same pt. There was no serious injury reported as a result of this event.